Manufacturer narrative:
The dentist did not provide any further written info concerning batch number, bonding system, treatment steps, etc. And no device analysis could take place. Postoperative sensitivities can have various causes: type of preparation, bite problems by incorrect articulation, insufficient polymerization, inadequate sealing of the dentine, individual pt characteristics. Postoperative sensitivity can also occur after lege arte treatment but usually sensitivity is gone after a few weeks. In this case, it is not possible to identify the root cause of the problem. See scanned page.

Event description:
After cementing restorations with variolink ii, post operative sensitivities occurred. Apparently, this resulted in a least one tooth becoming devitalized and requiring root canal treatment. No further info is available.